Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)) a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. Sc-1200 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure.